Manufacturer narrative:
Unique identifier (UDI)#: (B)(4)

Event description:
The customer's wife stated they received a questionable result from a coaguchek xs meter with a serial number of (B)(4). At 9:45 am, the result from the meter was >8.0 inr. At 9:57 am, the result from the meter was 1.5 inr. At 10.37 am, the result from the meter was 1.5 inr. There was no allegation of an adverse event. Different fingers were used for the retesting. The wife did not know the customer's therapeutic range, but stated the target is 2.5 inr. The customer does not have antiphospholipid antibodies, no hematocrit concerns, no lupus, and not using any direct thrombin inhibitors. There were no medication changes, no dietary changes, no illness reported, no coumadin changes, and no abnormal bleeding that required medical attention. The customer's wife did state that the customer did bruise easily last time in the hospital. The hospitalization was not related to meter results. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.6 inr, donor 2 inr: 2.6 inr. Donor 1 hct: 44%, donor 2 hct: 54%. Testing results: donor 1: retention meter with masterlot strips: 2.6 inr , customer meter with customer strips: 2.5 inr. Donor 2: retention meter with masterlot strips: 2.6 inr, customer meter with customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. Relevant retention test strips (lot 266834-21) were tested in comparison with the current master lot coaguchek xs pt test strip. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. No information was provided in the complaint case that would point to a cause for the result discrepancy.